Event description:
It was further reported that after the fall the patient¿s leads broke.

Manufacturer narrative:
Concomitant medical products: product ID 3887-33, lot# l78768, implanted: (B)(6) 2000, explanted: (B)(6) 2013. Product type: lead: product ID 37752, serial# (B)(4), implanted: (B)(6) 2008. Product type: recharger: product ID 37743, serial# (B)(4), implanted: (B)(6) 2008. Product type: programmer, patient: product ID 3708340, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: extension: product ID 3550-29, lot# n130670, implanted: (B)(6) 2008, explanted: (B)(6) 2013. Product type: accessory. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient was unable to turn their device on and was seeing a "call the doctor" message on the patient programmer and recharger following a fall. It was stated that the patient had fallen on their back and their battery site was "black and blue." It was also noted that the device turned off after the fall and the patient reported seeing the "call the doctor" message immediately after turning it back on. It was stated that the patient was unable to turn the stimulation on, but they were able to recharge the device. It was also stated that no other error codes appeared on the screen of the programmer except an exclamation mark. It was noted that the doctor would be receiving an x-ray of the patient¿s bruised area. It was stated that the patient was scheduled for a battery implant on friday following the report to get adaptive stimulation. It was also reported the patient's leads were replaced on (B)(6) 2013 and the patient is receiving excellent stimulation. Manufacturer records also indicated that the patient's battery and extension were replaced the same day. If additional information becomes available, a supplemental report will be filed.